Event description:
It was reported that the motor device had an unknown malfunction. The reporter was unable to determine the date of the event. It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The motor device was returned with an unknown malfunction. During in-house service pre-testing and repair, it was observed that the device had low rotations per minute (rpms). (B)(4) evaluated the device. A functional assessment was performed which confirmed that the device had low rpms. Evidence indicates this was due to normal use over time. If additional information should become available, a supplemental report will be sent accordingly.